Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator had external electromagnetic interference on the right and atrial ventricle. The patient presented in clinic and all measurements were within the desired limits. The patient was stable and would be monitored.